Event description:
It was reported the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 36 and 48 hours. The pink slide had not moved forward, indicating a needle mechanism failure. When removed from the infusion site (lower back), the pod's cannula was visible and found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived undeployed, delivering 45 first prime pulses and deactivating before the start of second prime. No problems were found that would contribute to a needle mechanism failure. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.